Event description:
It was reported that this right ventricular (rv) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm the lead observation of dislodgement and high capture threshold based on the field report and on normal lead resistance measurements that had a passing electrical performance test and inspection which showed no conductor issue. Furthermore, this indicated an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead was explanted for micro dislodgement due to a suspected patient noncompliance with activity post operative. Also, this lead exhibited high thresholds. A new lead was successfully implanted. No additional adverse patient effects were reported. Furthermore, the lead was kept by the facility and will not be returned.

Event description:
It was reported that this right ventricular (rv) lead was explanted for micro dislodgement due to a suspected patient noncompliance with activity post operative. Also, this lead exhibited high thresholds. A new lead was successfully implanted. No additional adverse patient effects were reported. Furthermore, the lead was kept by the facility and will not be returned.